Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized with a blood glucose (bg) level of 409 mg/dl. Reportedly, the cartridge was empty, and the customer did not load new insulin in time. Customer was treated with insulin pen injections and intravenous fluids of saline to address the elevated bg. Customer was released from the hospital on (B)(6) 2023 with the issue resolved and no permanent damage. A full pump system check was performed and confirmed that the pump was functioning as intended and educated the customer on proper insulin usage. Recommendation was made to consult with a healthcare provider regarding diabetes management.